Event description:
Rptr had 15 treatments on legs and 5 or 6 above lip. Was told that hair removal was permanent. Six months later the hair had grown back. Rptr spent several thousand dollars on the treatments and would like at least a partial refund. Rptr also expresses concern about ads for permanent hair removal they have seen recently. From the reporter's experience they are giving false claims.